Manufacturer narrative:
H10: internal complaint reference(B)(4).

Event description:
It was reported that during an arthroscopy, the needle broke when the firstpass mini straight grabbed the meniscus and deployed the needle. The procedure was completed with non-significant surgical delay using a back-up device. After the surgery, an x-ray confirmed the broken needle was left inside the patient. A revision surgery was performed on (B)(6) to remove the broken needle from the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The suture capture is fractured. The broken half was returned in a bag. The suture passer has no signs of fracture. Bio debris is present. A functional evaluation showed pulling the deployment lever closes the jaw and deploys the suture passer as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).